Event description:
It was reported to boston scientific corporation from a retrospective study, that an ultraflex esophageal stent was used during an esophageal stent placement procedure to manage persistent post bariatric surgery leak, performed on (B)(6) 2005. According to the complainant, there were no adverse events during the stent placement. Four days after placement, bleeding was reported. It was treated endoscopically with adrenalin injection. The bleeding was reported as stent related, moderate in severity and resolved without sequelae. A polyflex stent was placed on (B)(6) 2006 inside the ultraflex stent per treatment plan. The stents were removed on (B)(6) 2006 without complications or adverse events. The fistula was healed, and the patient's health status was reported as "excellent." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: the ultraflex esophageal stent was partially covered. The cause of the bleeding was reported as due to an ulcer at the distal end of the stent, probably related to pressure-induced necrosis. The patient's hemoglobin changed from 10.3 to 7.1 g/dl, and no transfusion was necessary. This bleeding is attributed to the stent itself, and not to the procedure. The complainant stated that this may occur with any self-expanding metal stent when they are placed in a transcardial position.

Event description:
It was reported to boston scientific corporation from a retrospective study, that an ultraflex esophageal stent was used during an esophageal stent placement procedure to manage persistent post bariatric surgery leak, performed on (B) (6) 2005. According to the complainant, there were no adverse events during the stent placement. Four days after placement, bleeding was reported. It was treated endoscopically with adrenalin injection. The bleeding was reported as stent related, moderate in severity and resolved without sequelae. A polyflex stent was placed on (B) (6) 2006 inside the ultraflex stent per treatment plan. The stents were removed on (B) (6) 2006 without complications or adverse events. The fistula was healed, and the patient's health status was reported as "excellent". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). Upn unknown; device information reported as ultraflex esophageal stent: length (full, body) 15 cm; diameter (flange/body) 18/23 mm; covered. (B) (4) (medical intervention required). (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el) : the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.